Event description:
Caller reported a malfunction on the pump, identified with a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer initially was unable to reset the pump due to not being near the necessary equipment but later contacted technical support, received guidance on performing a reset, and successfully cleared the malfunction. After the reset, the issue did not recur, and the customer was advised to continue using the pump while monitoring for any further issues.